Event description:
Procedure: hemihepatectomy. Patient sex: unk. According to the reporter: it was not possible to open the staple cartridge after firing it on the tissue. It was necessary to resect the magazine out of the liver. Because of that, there was an additional blood loss of about 2 liters.

Manufacturer narrative:
Date initial report sent: 09/04/2007.